Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was noted that the prime history was not being recorded in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/04/2017 with the following findings: a review of the prime history showed no primes. The pump download showed a corrupted prime history. Primes were performed during testing and were not recorded in the prime history. The pump was loaded with new end user software code. The pump accurately recorded primes in the pump history.